Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing which resulted in pacing inhibition on the right ventricular (rv) lead. The patient experienced less than 2 seconds of asystole. Subsequently, a revision produce was performed. The rv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported.